Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device's stored egms were reviewed. No noise was observed. The device was functioning normally. The battery depletion is believed to be normal based on device usage. The device was found to be in backup vvi due to thorchip timeout reset followed by thornotenable reset.

Event description:
It was reported that the device went into eri after 1 month. The patient had multiple shocks and the device had many charges. The device was explanted and replaced. The patient expired due to failure of all organic functions.